Event description:
It was reported that during fluoro of the lead, it was observed that the helix was retracted. Lead to be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.